Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (battery life) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 11/09/2015 with the following findings: drastic voltage fluctuation associated with cs 177 low battery and cs 128 replace battery alarms observed in the bb history. The pump¿s ¿sleep¿ current draw was found to be elevated. The battery compartment was found to be cracked below the bumper pad. No evidence of moisture observed inside the battery compartment. A pump case crack was observed between the keypad cover and the case seal near the upper right corner of the display lens. The pump case was removed and moisture corrosion was observed on the cgm. The cgm module was disconnected and the pump was rebooted; pump "sleep" current draw returned to specifications. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).